Event description:
The PICC have totally get of in the most upper part on the hub. It's possible to see little blue part of the catheter in the connector. When the head nurse used the PICC line it worked fine. The problem was discovered when the patient was being taken care of at home by home-nurse and ended up in (B)(4) to remove the catheter that stayed in the patient and needed to be taken out by a radiologist.

Manufacturer narrative:
The complaint of external catheter breakage and embolization is confirmed and will be reported as user-related. The characteristics of the damage found on the complaint sample are consistent with a tensile strength break in which the elastic strength of the catheter has been exceeded. Gross microscopic and tactual examination indicates excessive pulling or tugging severed the device. Care must be exercised when implanting, dressing, maintaining and removing groshong PICC catheters in order to avoid damage to the device. Excessive pulling or tensile stress on the silicone catheter tubing may result in a break in the device. The product instructions of use provide a warning that excessive tension can cause the catheter to rupture. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of rewf0949 showed no other similar product complaint(s) from this lot number.